Event description:
It was reported that the patient presented to the hospital for a right atrial lead replacement. The patient experienced syncope. The right atrial lead exhibited oversensing, low impedance and pacing inhibition. The lead was capped and replaced. Patient was stable post procedure.